Event description:
Pt states the needles that were sent to him are 1.5 inches long and not the .5 inch for sq injection. Pt states he is not able to use the needles. Frequency: other, route: subcutaneous. Used 1 day (s). Reason for use: hypertension, diabetes. The product was not compounded; the product was not over-the-counter.